Event description:
It was reported the pt ((B)(6)) started experiencing difficulty charging the ipg, increasing amplitude and changing programs. The pt was unable to establish communication between the ipg and external devices and eventually lost stimulation. Three additional pt programmers and charging systems were tried to no avail. The ipg was explanted and replaced.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.